Event description:
It was reported that during a stent placement procedure in the superficial femoral artery, the stent was allegedly unable to open. The procedure was completed using another device. There was no reported patient injury.

Manufacturer narrative:
H10: the catalog number identified in section d4 has not been cleared in the us but is similar to the lifestent xl that are cleared in the us. The pro code and 510 k number for the lifestent xl are identified in d2 and g4. H10: manufacturing review: based on the information available it is not reasonably suggested that a manufacturing process may have caused or contributed to the reported issue. However, the lot history records of this lot were reviewed with special attention to the manufacturing and inspection of this product and the product was found to have met the specification prior to shipment. Investigation summary: the returned sample was found in used condition with fully loaded stent. The force transmitting cassette post was found broken which made a successful deployment using the wheel impossible. Stent sheath, stability sheath, and inner catheter were found with dried/ coagulated blood, and were blocked against each other which made a manual deployment during testing impossible. A kink was found on the system but the influence of the kink on the reported event was not clear. The investigation leads to confirmed result for break of a force transmitting post inside grip, deployment failure, and catheter kink. The vessel was not tortuous/ calcified, the lesion was pre dilated using a 5mm balloon, and a force increase was not felt during deployment attempt; system compatible 6f introducer sheath with 0.035" guidewire were used for access. Based on the investigation of the provided information, the investigation is closed as confirmed for break inside grip, deployment failure, and catheter kink. A definite root cause for the reported event could not be determined. Labeling review: in reviewing the relevant labeling for this product the potential issue was found addressed. Holding and handling of the system throughout deployment was found sufficiently described. In particular the instructions for use state: 'do not hold the silver stent delivery sheath at any time during deployment. Do not constrict the stent delivery sheath during stent deployment.' The instructions for use further state: 'if excessive force is felt during stent deployment, do not force the delivery system. Remove the delivery system and replace with a new unit.' Regarding access/ accessories the instructions for use state: 'gain femoral access at the appropriate site using a 6f (2.0 mm) or larger introducer sheath. Insert a 0.035 inch (0.89 mm) diameter guidewire of appropriate length (...)'. Regarding pta the instructions for use state: 'predilation of the lesion should be performed using standard techniques.' Regarding damage the instructions for use state: 'examine the stent system to ensure it has not been damaged during shipment and that its size, shape and condition are suitable for the procedure for which it is to be used. If it is suspected that the sterility or performance of the device has been compromised, the device should not be used.' H10: d4 (expiry date: 09/2024) h11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.